Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector(s) was damaged and leaked. The following information was received by the initial reporter with the verbatim: describe the event or problem: fluids hung on uvc for admission. Once fluids running, tpn filter on tri-fuse extension set leaking. Model # mz9270.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tpn filter on tri-fuse extension set leaking could not be verified due to the product not being returned for failure investigation. Device history record review for model mz9270 lot number 23029243 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.